Event description:
Allegations of shortness of breath, rashes, numbness, aching joints, visual problems, sicca, fatigue, muscle pain, insomnia. Implants intact upon removal. Allegations of silicone leakage due to gel bleed and polyurethane disintegration.